Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tutoplast allograft, cystoscopy, cystocele repair with cadaveric fascia lata and sling transvaginally with bone anchors due to pop and sui, grade 4 cystocele, and cataract surgery. It was reported that following insertion the patient experienced pain, infection, urinary problems, and recurrence. It was noted patient underwent a transvaginal tape, obturator bladder neck suspension with diagnostic cystoscopy on (B)(6) 2012 for sui. It was reported that the patient underwent transvaginal sling incision and transvaginal mesh excision on (B)(6) 2013 along with excision of redundant vaginal mucosa due to ¿bladder outlet obstruction and redundant mesh in vaginal mucosa¿.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006, mesh was implanted; and on (B)(6) 2007, monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection and bladder outlet obstruction.